Event description:
It was reported that during a selenia procedure on (B)(6) 2024, the c-arm moved to the lowest position without any command from the operator. No alarms or sounds noted at the time. The c-arm was elevated again but it disengaged and again moved to the lowest position. A field engineer examined the equipment and it was determined that the c-arm switches needed replacement. The vta drag brake was replaced with an electric one and the foot switch connections were reseated. The system was examined and met the manufacturer´s specifications. No patient or staff injury reported.